Event description:
The hospital reported that towards the end of an endoscopic vein harvesting procedure, the hemopro would not shut off while in the patient's leg. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection of the silicone jaw boots showed that each had signs of minimal clinical usage. Resistance measurements were within specification. The micro switch functioned properly when tested. The pre-cautery test results, using a reference hemopro cable and power supply, showed that no electrical non-conformities were found on the device after several device activations. The device met electrical product specifications during this test. The reported failure was not confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).